Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to moisture damage on the force sensor resistor. The insulin pump had a cracked case at the display window corner, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It is reported by the patient that their insulin pump is giving excessive no delivery alarms. The patient's blood glucose level was 186mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.